Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the delivery issue was patient condition related due to patient anatomy. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a patient with unknown ethnicity and cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The physician was unable to position the impella rp. There was resistance in the right atrium. The decision was made to abort the procedure. The impella was not able to be implanted. No patient harm reported due to the issue.